Event description:
The 250cc d5w/25,000 units heparin pump programmed to infuse 900 units/hr. Found bag of i.v. 250cc d5w 25,000 units heparin infused over 1 hour. No alarm sounded. Pump settings were correct.